Event description:
A malfunction alarm occurred due to a momentary power loss to the vibrator motor, identified as malfunction code 12. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer reported multiple occurrences of the same malfunction, and technical support decided to replace the pump. The customer was advised to use multiple daily injections (mdi) as a backup therapy and was informed about using updated software with the new pump. Instructions were given for returning the problematic pump and preparing the replacement for use.